Event description:
During a sales demonstration of the device by a zoll representative, the device powered off after passing the start-up sequence. There was no pt involved during the reported malfunction.